Event description:
A malfunction was reported on a pump by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to report any recurring malfunction codes.